Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed that the device was returned in two sections as a result of a break that occurred in the hypotube. A visual examination also identified a hypotube kink, and a midshaft kink. The midshaft was severely kinked immediately proximal to the rx port. This type of damage is consistent with excessive force being applied to the device during advancement. A visual and microscopic examination observed no damage to the balloon or blades. All blades were fully bonded to the balloon surface. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4) 2011.it was reported that during a percutaneous coronary interventional procedure, a ahaft kink occurred. The 75% stenosed lesion was located in a moderately tortuous mid left anterior descending (lad) artery. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the device was returned in two sections as a result of a break that occurred in the hypotube.